Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in diabetic ketoacidosis (dka) twice within a span of a few months. The exact dates were not provided by the contact. The contact declined to provide any further details regarding the events.